Event description:
Dealer reports that the air bladder in the patient's jay fusion cushion has a slow leak. The patient's caregiver reports that the bladder is losing air and has to be reinflated. There are no obvious signs of puncture. The dealer also reports that the patient is starting to develop sores but has not sought medical attention. The patient is currently using a different cushion.

Manufacturer narrative:
Background information: the age of the cushion at the time of the complaint was 3 months. The expected lifetime of a wheelchair cushion is 2 years. Jay fusion cushion owner's manual, page 3, states "caution! Prior to prolonged sitting, any cushion should be tried for a few hours at a time while a clinician inspects your skin to ensure that red pressure spots are not developing. You should regularly check for skin redness. The clinical indicator for tissue breakdown is skin redness. If your skin develops redness, discontinue the use of the cushion immediately and see your doctor or therapist." Jay fusion cushion owner's manual air insert supplement, page 2 states "warning! Check inflation at least once a day!" Pressure sores (open wounds), if left medically untreated, can lead to serious injury. Therefore, out of an abundance of caution, sunrise medical typically considers pressure sores reportable events. Discussion: in reviewing the complaint, the dealer reports that the patient's air bladder has a slow leak. The patient's caregiver reports that the bladder is losing air and has to be reinflated. There are no obvious signs of puncture and the patient is unsure of where the leak is coming from. Due to lack of any additional information, there is no indication based on the information provided whether the event was due to a product malfunction or damage due to potential user misuse. The dealer reports that the patient is allegedly starting to develop sores and that no medical attention has currently been sought. The caregiver states that the patient has had sores on and off for the last 3 ½ year and the last treatment was (B)(6). The dealer reports that there are sores on the right buttocks area that existed before acquiring the cushion in march. There is no additional information on the newly reported sores that are allegedly developing. Conclusion: due to previous filings for serious injuries possibly related to similar failure modes and the related allegation of pressure sores developing, which could become a serious medical condition if any malfunction were to recur, this MDR is being filed. If additional information is provided, a supplemental report will be filed.